Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) and left ventricular lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. A rise in right ventricular lead impedance measurements from 573 to 736 ohms was also observed. At this time no changes have been made to the system. The crt-d remains implanted and in service and no adverse patient effects were reported.

Event description:
Boston scientific received additional information from the field which indicated surgical intervention was later performed and this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. No additional adverse patient effects were reported.